Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been experiencing low blood glucose for the few past weeks. Customer stated she had a low blood glucose event of 5 mg/dl and she started convulsing. She woke up and treated by eating cereal and drinking juice but ended up over treating and going high to 525 mg/dl. Customer stated that sometimes she does not get alerted about low blood glucose. Customer was not hospitalized. She had gastroparesis as a child. During troubleshoot; it was stated the drive support cap is recessed. The customer was disconnected during the rewind/prime sequence. Programming is accurate and reservoir is showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. Customer also mentioned she has had some infusion sets not sticking and falling off the body. They get pulled out because she doesn't have a belt clip. Nothing further reported.